Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited oversensing electromagnetic interference (emi) resulted in pacing inhibition. No changes or intervention were performed; the issue was concluded. The patient's condition remained stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.